Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at follow-up one week post-implant it was observed that the patient with this implantable cardioverter defibrillator (ICD) had experienced an unknown number of episodes of non-sustained ventricular tachycardia (vt) believed to be triggered by manual and lower rate ventricular bradycardia pacing. An x-ray was obtained which noted nothing remarkable. The device was reprogrammed to aai pacing and the patient hospitalized pending further review along with being started on a new antiarrhythmic medication. Information was later received that despite an unknown number of non-sustained episodes of vt, only one sustained episode was observed occurring during the patient's hospitalization. No therapy was delivered by the device for the sustained episode as the rate remained below the programmed therapy zones; it was terminated with an amiodarone infusion and did result in the patient feeling palpitations and dizziness though no syncope occurred. The mechanism of the vt is believed to be related to the right ventricular (rv) lead being implanted over an area of scar tissue. No further plan of action has yet been determined. No additional adverse patient effects were reported. This system remains in service.